Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a leak from a hole in the supply line of the homechoice cassette during peritoneal dialysis therapy. This was noted during the fill, while the patient was connected. The patient was advised to end the therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The previous statement, the device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted, was reported in error. It will be replaced with: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However it was reported that there was a hole in the tubing which was the cause of the leak. The cause of the hole could not be determined. Should additional relevant information become available, a supplemental report will be submitted,